Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was receiving compounded baclofen [340 mcg/ml] at a dose of 183 mcg/day and morphine [6 mg/ml] at a dose of 3.2 mg/day via an implantable pump for intractable spasticity. It was reported on 2016-nov-22 that the patient¿s last refill had more drug than anticipated as the reservoir was supposed to have 3 ml and had 14 ml. It was noted that the refill was done by a different doctor and that the patient had some intense itching a few weeks ago but was otherwise ¿doing okay.¿ it was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was indicated that as diagnostic/troubleshooting, they performed a dye study with good flow when aspirated and dye flowed to intrathecal space without difficulty and a rotor study was then performed and was normal. The patient was sent home to observe and see what her next refill showed. It was reported that at the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury.¿ no surgical intervention occurred and no surgical intervention was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.